Event description:
Customer called to report that she had a pod which she did not think was delivering insulin correctly. Her bg and bolus history after activating the pod that morning were as follows. 8a - bg 145, 10.1u bolus. 10a - bg 175, 13.2u bolus, 11a - bg 424, 14.3u bolus, 11:45a - bg 398, 10.5u bolus, 12:30p - bg hi, 18.1u bolus , " ate some carbs" 1:15p - bg hi, removed pod, bg 589 on other meter, took manual injection of insulin, activated new pod. She said the site (on her abdomen) looked "normal", and the cannula was not bent or kinked. She said she would call if she had any more issues. The device is being returned for evaluation.

Manufacturer narrative:
The device involded in the reported incident was evaluated for defects. It was determined that there were no defects that would have caused the device to malfunction. Inspection of the cannula revealed a kink 0.23" from the tip at the distal end and causes the cannula to fold toward the insertion port. This kink does not line up with the wall of the insertion port which indicates that it probably did not occur during shipment. Also, the tip of the cannula was moderately folded-in on itself. The tip damage may have been caused by firing the needle into lean muscle tissue. The customer stated in the case notes that the cannula appeared normal upon removal of the pod from the skin. It is possible that the cannula pulled out during use which caused the kink, but this could not be determined. The product user guide instructs the user to "check the infusioin site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.